Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under where the lifevest is worn and on both sides of his body. The area was described as bruising and a rash. The patient's wife reported that she believes the bruising is due to the blood thinners the patient is taking. The patient's doctor prescribed fluocinonide cream for the rash. During a follow up, the patient's wife reported that the rash had improved and that the bruising had completely gone away.